Manufacturer narrative:
Log file analysis review date: 11/10/2015, dated through 10/28/2015-11/10/2015: power consumption below normal operating range. Additional notes: 102 low flow alarms have been logged since november 04, 2015. The current low flow alarm limit is set to 2.0 lpm. -a decrease in power consumption was observed starting (B)(6) 2015. Current parameters are outside of normal operating range. Please send updated logs if changes occur. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use ( IFU), a low flow alarm is triggered if average flow drops below the low flow alarm threshold and if a "low flow" alarm is active then the patient should be evaluated. Based on the available information a definitive conclusion cannot be made regarding factors potentially contributing to the reported suspected pump thrombus; however, in addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased mobility. Thrombus as a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. Death as a potential event that may be associated with use of the product. Clinical results and commercial experience demonstrate that the placement of a vad in chronic nyha class IV patients improves survival and quality of life when compared to a similar patient population receiving conventional therapy. Furthermore, these benefits apply to patients being bridged to heart transplant, patients receiving permanent support (destination therapy), and those being supported with the expectation for myocardial recovery. The company is seeking this information through the event investigation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted from home with complaints of "low flow" alarms. The patient was initially treated with volume resuscitation with no changes in flows. He was reported to be compliant with anticoagulant therapy with his international normalized ratio (inr) therapeutic with an inr goal of 2-3. Echocardiogram and CT angiogram were performed; and log files were sent for analysis. CT angiogram results revealed thrombus in the outflow graft. The patient remained asymptomatic. The patient underwent evaluation and was turned down for dual organ transplant (heart/kidney) at an outside facility. On (B)(6) 2015 the patient was taken for pump exchange and was completed via thoracotomy approach. During the exchange the outflow graft was opened and a large amount of thrombus was found near the aortic anastomosis. One centimeter of the old graft was left intact, and graft-graft anastomosis was performed. During the procedure, the patient experienced extensive bleeding and was administered multiple blood products before being transferred to the surgical intensive care unit (sicu) on inotropic support and inhaled nitric oxide. The patient had an acute decompensation and died on (B)(6) 2015. No further information received on the event. Investigation is ongoing.

Manufacturer narrative:
Hvad pump (B)(4) and two segments of the outflow graft (B)(4) were returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The reported event was confirmed via review of the controller log files, which revealed multiple low flow alarms. Analysis of the hvad pump (B)(4) revealed that the device failed to meet specifications; the device passed functional testing but failed visual examination due to considerable damage on the pump external surfaces, presumably due to explant prior to pathology evaluation, and failed dimensional verification due to deviations in the rear housing disc curvatures. Per an internal investigation, these deviations in the rear housing disc curvatures are not expected to impact pump performance. Independent pathology report did not reveal evidence of thrombus within the pump. Although a definitive root cause of the thrombus cannot be determined, clinical status, comorbidities, and pharmacological factors are possible contributing factors. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.